Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 91.6 cm. X-ray and visual inspection of the lead found the inner coil and the ring electrode re3 were kinked/damaged at the s-curve region. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner coil and the ring electrode re3, consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead was not capturing. The lead was to be repositioned, but during the procedure it was discovered that one of the electrodes on the lead was kinked so the lead was explanted and replaced. The patient was in stable condition and did not receive any inappropriate therapies.